Event description:
Complainant alleged that during biomed testing, upon attempting to power up, the device would not recognize fully charged batteries. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.